Event description:
The manufacturer received information in regard to a user of a ds2adv auto CPAP device has passed away. The manufacturer received information alleging death; however, there is no information that the death is related to the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.